Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hemostatic agent of a 6f¿7f mynx control vascular closure device (vcd) had already come out before use. Hemostasis was then successfully completed with another 6f¿7f mynx control vascular closure device (vcd). The complaint product was not used inside the patient¿s body. There was no reported patient injury. The deployer had completed step 2 of mynx training. The device storage temperature did not exceed 25 °c. The device was discarded at site.

Manufacturer narrative:
As reported, the hemostatic agent of a 6f/7f mynx control vascular closure device (vcd) had already come out before use. Hemostasis was then successfully completed with another 6f/7f mynx control vascular closure device (vcd). The complaint product was not used inside the patient¿s body. There was no reported patient injury. The deployer had completed step 2 of mynx training. The device storage temperature did not exceed 25 °c. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot j2517401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿mynx control system-deployment difficulty-premature¿ could not be observed as the device was not returned for analysis and images were not provided. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out before use. However, prepping factors and/or procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) possibly contributed to the issue experienced. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review, nor the available information suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.